Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) had a damaged better connector. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the battery connector (j1) on the defibrillator board was found to be broken, preventing the monitor from powering up. The root cause of the broken battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector.